Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/12/2013 with the following findings: there was no visible damage to the keypad. The contrast keypad button was found to be intermittently responsive. The contrast button has no affect on insulin delivery function. The keypad cover was removed and found contamination under all button contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.